Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 6/13/2024 it was reported by a distributor via (B)(4) that an ar-13995n multifire scorpion needle tip broke off in soft tissue with no effect on the patient. Another needle was used to complete the case. This was discovered during a surgical procedure on (B)(6) 2024, with no reported patient harm. Additional information was requested.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle.